Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the myomectomy, the active blade of the device broke off inside of the patient. A laparoscopic grasper was used to retrieve the active blade from the patient's cavity. Another device was used to complete the surgery. No patient harm.